Event description:
Lead product analysis (pa) was completed and reviewed. Lead was explanted and return due to low impedance allegation and abraded insulation in the inner and outer tubing were confirmed. During visual analysis, returned portion of lead appeared to be twisted. An abraded opening was observed in outer silicone tubing 183mm-201mm from the end of the connector boot. Abraded openings were observed on bother inner silicone tubes 183mm and 201mm from the end of the connector boot. The inner tubes between these areas were missing. Both quadfilar coils were exposed and touching in this area. The exposed conductive coils may be contributing to the low impedance allegation. The corrode allegation was not confirmed. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubing. With the exception of abraded openings on the outer and inner silicone tubes and the exposed quadfilar coils, the condition of the returned lead portions is consistent with those that typically exist following an explant procedure. Setscrew marks found on the lead connector pin provide evidence that, at one point, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
Generator and lead were received into product analysis (pa). Generator analysis was completed and reviewed. The electrical tests performed in the pa lab found that the generator performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Product analysis is still ongoing at this time. No additional relevant information has been received to date.

Event description:
It was report that patient has a full revision due to low impedance seen during revision surgery. The generator was replaced prophylactically while the lead was replaced due to low impedance. The low impedance was attributed to lead damage since visible damage was seen when lead was explanted. DHR was reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Explanted product has not been received to date. No additional relevant information has been received to date.